Manufacturer narrative:
(B)(4). Additional investigation summary: an empty labeled winding former, a needle/suture piece and a suture piece of product code z513 were received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected, the suture was received dispensed, used and broken in two sections. The ends of the suture present body fluids and damaged (cut) appears to be by use of a surgical instrument. The product code z513 contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the breakage suture suggest an improper handling.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6)2019 and suture was used. During the procedure, when closing the wound of the dermis, the suture broke. There were no adverse consequences to the patient. No additional information was provided.